Event description:
During surgery, the two drivers could not hold/assembled with the screw straight (slightly angled) also not stable (a little wobbly). The surgeon experienced the same event in the past and that was reported with the same lot number 07g579.

Manufacturer narrative:
H6: additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation if the product is returned.